Manufacturer narrative:
Batch review performed on 09 july 2020: lot 1905157: (B)(4) items manufactured and released on 09-oct-2019. Expiration date: 2024-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 09 july 2020: stem: amistem c 01.18.102 cemented lat stem size 2 (k103189) lot. 1905972a. Lot 1905972a: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery performed 6 months after primary hybrid total hip arthroplasty in an elderly woman ((B)(6) years old) due to an acetabular fracture. No traumatic event was reported. The fracture probably occurred during acetabular preparation and cup impaction and mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Revision surgery 6 months post primary surgery for acetabular fracture. During the revision also stem came out, so the surgeon decided to revise all joint components. The surgery was completed successfully.